Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator for non-malignant pain. It was reported that the ins was removed due to infection and they left the leads in. The patient went to the emergency room and they did a swab of the ins site and told the patient that he had a very bad infection. The ins incision began gushing and the ins started to come out of the pocket and the incision. The ins that was removed was on the right side. Another ins was to be implanted on the left side on (B)(6) 2016. The symptoms were reported to have been sudden beginning in (B)(6) of 2014. Additional information was received from a health care professional via a manufacturer representative. It was reported that there was wound dehiscence and the ins could be visually seen through the incision. It was noted that the ins had been explanted prophylactically. It was also noted that the patient was alive with no injury.